Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the records reviewed. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported via phone that the customer¿s true span 12 degree peek misfired during a meniscal repair. The case was completed with another like device in the same bone hole. There were no patient consequences or delays. The sales rep was not present during the case and could not provide any more details. The device was discarded by the customer. The following additional information was received from our sales rep via phone on 8-23-2017; he stated he was not at the case, and the person who reported it to him was present in the operating room but was preoccupied with other things and did not see the failure occur, just that the surgeon told them the implant did not deploy. It is unknown if it was the first or second implant.